Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reportedly received the following results on an mobile meter, compared to a professional meter, within 10 minutes: 3.8 mmol/l (mobile) and 1.7 mmol/l (doctor's meter). There was no allegation that the device caused any adverse advent. Requested return of suspect device and replacement was sent.